Event description:
Procedure type: breast surgery. According to the reporter: the surgeon reported splitting of the breast following surgery. The pt had a breast surgery and the pt was brought back to re-operate and treat dehiscence. There is no further info available about this event. There was no reported pt injury or residual ill-effects.